Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a micro-perforation occurred. The target lesion was severely calcified, 90% stenotic and 12mm in length. It was located in the mid-lad artery which had a reference vessel diameter of 3.0mm. The physician used a 6f introducer sheath and a 6f guide wire from a femoral approach to access the lesion. The guide wire was exchanged for a csi coronary viperwire guide wire, and a csi 1.25 coronary orbital atherectomy device (oad) was loaded onto the guide wire. The physician successfully completed two runs at low speed and one run at medium speed. When he removed the oad and took an angiogram, he discovered a micro-perforation. The physician resolved the perforation by deploying a non-covered stent. Atherectomy had been successfully completed at this point. Three additional requests for further information have been made, but none have been received.